Manufacturer narrative:
The t:slim g4 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an incomplete bolus alert was received. The customer then delivered another bolus for food eaten, without checking the bolus history. During troubleshooting with tandem technical support, review of pump data confirmed that two bolus deliveries of the same amount had been completed. At the time of the call, the customer's blood glucose (bg) level was in target range (156 mg/dl). The customer declined to further discuss bg level and ended the call.